Event description:
The primary surgery (tha) was performed on (B)(6) 2025. The revision surgery was performed on (B)(6) 2025 as post-operative cup dislocation and screw breakage was confirmed on (B)(6) 2025. The trident ii cup, the insert, and two screws were removed and they were replaced with other company's cup. The replacement cup was implanted while the tip of the broken screw was left in place with concern that removing the screw would cause bone loss and affect the alignment of the cup, and that the screw tip would not interfere with the screw of the replacement cup.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding loosening involving a trident ii shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.